Manufacturer narrative:
Nvestigation summary 03/23/2026 no product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been requested for evaluation however a device history review should be performed, and a supplemental report will be submitted.

Event description:
An event involved a primary plum set reported that they had had 4 faulty primary plum sets 2xplum sets where 2 plum sets were thrown away. The line was leaking from the blue port area which could have potentially been a chemo leak exposing staff to cytotoxin's. It wasn¿t chemo this time, as the nurse was putting up the line with mannitol. There was patient involvement, there was a delay in therapy and unknown adverse event / harm reported.